Event description:
It was reported that the patient's inflatable penile prosthesis was not working and would not inflate the prosthesis. The physician tried an erection test in the office, but without success. The patient wants to replace the inflatable penile prosthesis with the ams ambicor inflatable penile prosthesis.